Manufacturer narrative:
Device analysis: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported issue was able to be confirmed. Pump was found to be displaying "1871" error code message on power up during the investigation. Found motor locked out and that caused the reported issue. Service will replace the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1871. No patient was involved in this event. No adverse effects were reported.